Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating secondary motor voltage too high. Visual inspection of external components found damage to fan cover. Visual inspection of internal components found secondary motor out of alignment, indicating secondary motor engagement. Freedom driver passed all sections of functional testing at incoming inspection. An additional functional test was performed with primary motor disabled. During this test the driver performed as intended while operating on the secondary system. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue was due to secondary motor engagement. The complaint could not be replicated, however, and the root cause of the alarm and secondary motor engagement could not be determined. Failure investigation identified damage to fan cover due to normal wear and tear that was cosmetic only. No other test failures or damage was found that could have contributed to the customer complaint. Freedom driver functioned as designed. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the freedom driver started up in an alarm condition prior to performing a system checkout.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the freedom driver started up in an alarm condition prior to performing a system checkout.